Event description:
On (B)(6) 2007, I underwent a right total hip replacement surgery. I received a 58 mm pinnacle acetabular shell, neutral metal liner, 16f small proximal femoral sleeve, 18x13 36 mm +12 lateral femoral stem, and 36 mm +6 chrome cobalt head implant. I began experiencing pain and difficulty with the implant shortly after surgery. In (B)(6) 2011, my doctor informed me that I had elevated cobalt and chromium levels, which would necessitate a hip revision, which was performed on (B)(6) 2012. A radiograph revealed osteolysis around the shoulder of the femoral implant and behind the central part of the acetabular component. I was told the osteolysis finding was secondary to cobalt-chromium metallosis. Since the implantation, I have experienced severe discomfort and pain when sitting, walking, or standing for periods of time. Diagnosis or reason for use: post-traumatic arthritis, right hip.